Event description:
A pt underwent a laminotomy procedure on the left foraminal stenosis with application of adcon gel. Six weeks post-operatively, the pt began to complain of a headache that increased with coughing and bending. A fluid bulge under the midline scar was aspirated and revealed cerebro-spinal fluid. The pt underwent reoperation. Re-exploration did not reveal a dural hole, although a large pool of cerebro-spinal fluid was observed and evacuated. The pt improved dramatically after the reoperation without subsequent headaches or neck pain.